Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced a mesh exposure and discomfort. On (B)(6) 2004, the patient underwent a mesh excision and recovered with healthy skin. On (B)(6) 2010, the patient underwent a further excision procedure from anterior wall. Now the patient is symptom free. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.